Manufacturer narrative:
The injured emt went to worker's compensation for an evaluation and was prescribed physical therapy and two weeks of not lifting anything over 20 lb. The user facility stated that the event was due to human error and that they plan to implement competency training for employees on troubleshooting of the products and proper operation.

Event description:
It was alleged that there was a cot drop involving a patient, no patient injury occurred during this event. It was alleged that the emts were unloading the cot manually and were not ready to support the weight of the patient. As a result of this, one emt went to catch the cot and injured their back.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that there was a cot drop involving a patient, no patient injury occurred during this event. It was alleged that the emts were unloading the cot manually and were not ready to support the weight of the patient. As a result of this, one emt went to catch the cot and injured their back.